Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tnl) result from a single pt sample that was generated by the access instrument. A pt sample was tested for accu tnl and the results were: 0.00ng/ml, 0.01ng.ml and 1.2ng.ml. It is unk if the sample was run 3 times or in triplicate. The erroneous results were not reported out of the lab. No additional information regarding this event was provided by the customer. Based on available information, the customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.